Event description:
The suspect device result was 353 mg/dl. The user dosed insulin and started to feel shaky. They called the doctor and were told to taken an additional 5u of insulin. Later in the day they used the device again and their glucose result was 431 mg/dl. They went to the ER and their glucose was 193 mg/dl. They were given unknown IV's and released later in the day. Level 1 control was in range and then an error appeared on the screen. The device was replaced and requested to be returned for evaluation.